Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On (B)(6)2010, the patient started remedial therapy with fortum (1gm, daily, ip) and vancomycin (1gm, once in 78 hours, ip). On (B)(6)2010, the patient had his peritoneal dialysis catheter removed and the dianeal therapy and remedial therapy was discontinued. The reporter believed that the peritonitis was not related to pd therapy.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.